Manufacturer narrative:
(B)(4). Batch # r94p0f. Device analysis: the analysis results found that the er320 device was returned with two clips jammed; the clips were removed in order to inspect the jaws and they were found to be with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended; no jamming issues occurred upon testing. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch r94p0f number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic unknown procedure, a tear drop-shaped clip was formed during use. Another device was used to complete the case. There were no adverse consequences to the patient.